Manufacturer narrative:
Analysis of the returned charger 2 board could not confirm any failure as it passed output test on fixture. All channels measured within the inspection parameters under each load condition. All leds lit, visual inspection noted pcba was dusty and leaking capacitors. Installed charger 2 board in a known working imaging system and the system readied as expected. Both 2d and 3d imaging were successful. No functional problem found.

Manufacturer narrative:
The analysis of the suspect battery charger 1 was completed by medtronic personnel. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Supplemental aro information is as follows: location of aro: (B)(6). Number of persons exposed: 1. Number of persons adversely affected: 0. Actions taken to control, correct, or eliminate: see narrative above and/or previous MDR submissions.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the imaging system was making a squeaking noise when performing 3d image acquisitions. The representative reported that the battery chargers were replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect battery chargers have been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A site radiologic technologist (rt) reported that, while in a spinal fusion, the imaging system was performing 3d image acquisitions that were not at specifications set by the user. On a second image acquisition, the representative reported that the image stopped halfway through acquisition. The surgeon elected to use the halfway image acquisition to complete the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.